Event description:
The affected resident is in a comatose state and has a tracheostomy and receives gastrostomy tube feedings of 150cc per hour given over a 16 hour period every day administered by feeding pump since admission on 4/11/95. On 5/31/95 the pump was activated with a closed system feeding bag in place at 4:00 pm. At 9:30 pm a new feeding bag was hung. The tubing was double checked to be correctly inserted into the pump, and the feeding was being administered appropriately. At 11:45 pm the charge nurse noted the resident had vomited, was diaphoretic, and restless and 1200 ml of feeding had been administered instead of the 330 cc that the pump had been programmed for. The electronic led display indicated 150 cc per hour was being administered. No alarm was sounding from the pump. The pump was stopped immediately. The pm charge nurse and night charge nurse double checked the pump for incorrect tubing placement and incorrect pump administration rate. The tubing was still correctly placed and the pump continued to indicate 150 cc per hour was being administrated. The physician was notified immediately. Orders included placing the resident on her side, opening the g-tube to reduce stomach contents, to hold feedings until 4:00 pm on 6/1/95, and monitor the resident closely. Vital signs remained stable, tracheostomy remained clear, lungs remained clear. On 6/1/95 the supplier was notified of pump malfunction. The pump was picked up by them and a new pump was delivered for use. Supplier rep reported they would return the pump to the distributor for testing and evaluation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.